Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of discomfort, bruising, opening of the skin and drainage at the site were noted. The patient also had difficulty charging the ipg. An x-ray was taken and showed that the ipg had flipped upside down. The physician irrigated and cleaned the pocket site. The infection was not device related and the cause was unknown. The patient was placed on an antibiotics and underwent a revision procedure wherein a new pocket was created and the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.